Manufacturer narrative:
Block b3: date of event was approximated to 10/01/2020 as the event date is unknown. Block h6: medical device problem code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was rolled in the handle assembly; and there was evidence that the trip wire was secured in the handle slot. It was possible to observe that the slack was properly removed, the suture loop was intact, and a crimp was present on the trip wire. However, the trip wire was kinked. The suture was likely cut with one section was attached to the ligator head, the other section to the trip wire, and the suture hole was intact. Further analysis noted that the evidence of suture cut was likely to separate the device from the scope. This condition is not considered as an issue of the device. Additionally, there were six bands attached on the ligator head with some bands were damaged and overlapped on each other, indicating the deployment failure that was reported. It was also confirmed that the ligator head teeth and adaptor ring were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. It is likely that while the device was introduced into the patient's body, the device could be knocked against the mouth guard used in endoscopy or interaction with other devices could cause the teeth to get damaged. Once the teeth are damage an additional tension force is added to the suture leading to an improper deployment of the bands. Also, the tripwire was found bent/kinked these could occur during the device setup while securing the tripwire onto the handle slot or by rotating the handle during the use of the device therefore, it is an expected failure on the device. Additionally the adaptor ring and bands damaged could be caused when they tried to release the ligator head form the scope, or likely with the use of mechanical tool to remove the device could have contributed with the observed damages. The reported event of failure to deploy was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the device was properly assembled and the elastic bands were attempted to be deployed; however, the bands did not come loose. Reportedly, the wire was cut with pliers to remove the device. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the device was properly assembled and the elastic bands were attempted to be deployed; however, the bands did not come loose. Reportedly, the wire was cut with pliers to remove the device. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.